Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the arcing appeared to be near the ceramic of the instrument. The arc rounded between the jaws of the instrument. The ceramics of the instrument were burnt. Cauterizing event occurred; no other instruments were in use. The erbe vio generator was used. The setting used on the generator were cut: /, coag: 7. The instrument was used for 3 hours prior to the arcing event. When the arcing event occurred, the instrument tip was in contact with the tissue. There was no patient injury. The patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event. The surgeon believed that the too high coag. Setting associated with imperfect ceramic covering caused arcing. The instrument was inspected prior to use and was ensured that it was connected properly. There was no instrument tips collide with any other instrument or tool during procedure. The instrument tip touched no staples, clips or sutures while being energized. The jaws were immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have thermal damage on yaw pulley. The instrument was found to have localized melting and charring between both bipolar yaw pulleys, in the space between the grips. The instrument passed electrical continuity test. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the 8mm maryland bipolar forceps instrument sparked several times. There was burning between the jaws. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.